Manufacturer narrative:
(B)(4). Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. The edwards sapien xt thv is indicated for use in patients with symptomatic severe calcific aortic stenosis requiring aortic valve replacement. In this case, the valve may have been undersized for the native anatomy with limited annular calcium available to anchor the deployed valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral procedure, the 23mm sapien xt valve embolized into the lvot requiring open surgical retrieval. The patient was stable at the end of the procedure. As reported, the valve was positioned across the annulus (50:50) and deployed with 17cc of inflation volume utilizing held respirations and rvp. Moderate paravalvular leak (pvl) was noted immediately following deployment. An additional 1cc (18cc) was added to the system and post dilation was performed but the pvl remained unchanged. A second valve was positioned slightly more ventricular in an attempt to reduce pvl with 18ccs of inflation volume. The second valve was positioned within the first and as the pusher was being retracted, the second valve slipped ventricular beyond the first valve. While attempting to bring the second valve within the first valve, forward pressure on the pusher/delivery system forced the first valve into the lvot and second into the ventricle. Several attempts were made to draw the second valve into a position to inflate but ultimately the patient was sent to surgery with one deployed valve in the lvot and the second valve crimped on the balloon resting in the ventricle. The native annulus diameter measured 20mm by tee and 19mm x 29mm with an area of 447mm2 by CT. Another annular area measurement was given as 329 mm2 and reported as ¿very poor¿ CT quality. The ejection fraction was 30%, the sinotubular junction diameter measured at 25mm and the sinus valsalva (sov) diameter measured at 30mm. The native annulus and leaflet calcification were mild with no aortic root calcification. Both the image intensifier angle and the coaxial alignment of the delivery system were noted to be fair; ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.